Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit is displaying an e-1 error message. Further, the unit will not come off stand-by mode.